Event description:
Ventilator was on patient for several hours operating normally. Ventilator stopped ventilating patient and alarmed "device failure". Ventilator was replaced with another unit.======================manufacturer response for ventilator system, 840 (per site reporter)======================manufacturer is coordinating software upgrade on ventilator with repair. Due in first week of november for service.